Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) examined the system remotely and confirmed that there was issue with the generator starting up. Review of the log files shows error about tube arcing and generator busy during startup. Upon troubleshooting, the philips field service engineer (fse) checked the device and found tube calibration failed and confirmed that replacement of tube is required. Upon checking with customer, quote for replacement service was sent to customer however customer did not accept the quote. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.